Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller is attempting to set up ins and getting system error of 0x59a89a8f on two different vantas. Restarted tablet, confirmed no apps to be updated and able to interrogate ins with the message 00100bb first but able to clear. Additional information was received from a manufacturer representative providing the software version of the clinician app and stating patient was not involved in this reported case. Software logs also obtained.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.